Manufacturer narrative:
Evaluation summary: the returned devices matched the report and the reported event was confirmed. Review of the DHR / inspection records of both instruments revealed no discrepancies. Both devices were documented as faultless prior to distribution. The found fretting marks on the instruments returned indicate that most likely cold welding had occurred in this actual case due to repeated suboptimal (slight oblique) axial insertion. A process change was already performed in 2004 to prevent fretting regarding the nail holding screw (surface coating was removed). No further actions were initiated. The case is attributed to improper handling by the user. No non-conformity was identified.

Event description:
It was reported that the nail holding screw has jammed itself in the nail. It was impossible to remove all 3 reported items from each other. This nail couldn`t be implanted. There was a delay of approx 15 min. A second set was available.